Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 565 mg/dl; cause was unknown. The customer reported that a correction bolus via pump and a correction injection was delivered to address their bg. A system check was performed, and it was found that the customer's cartridge was used beyond labeling and was also using cold insulin within the pump supplies. Tandem technical support provided education with the labelling timelines and cold insulin. Customer declined further troubleshooting with tandem technical support, and additional information could not be obtained.